Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced a blood glucose (bg) reading of 454 mg/dl with extreme thirst and an unspecified amount of ketones. It was also noted that the patient was using flonase to treat allergy symptoms. The reporter indicated that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management; however, the patient discontinued insulin pump therapy. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged history/settings issue.